Manufacturer narrative:
(B)(4)

Event description:
An anonymous report was received via the notivisa website indicating that, upon insertion, the catheter would "tangle." No additional information regarding the device issue, procedure, or patient outcome was provided. Due to the anonymous nature of the report submitted through brazil's regulatory vigilance system, follow-up was not possible.